Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was with monitor, and it is not working. A philips remote service engineer (rse) evaluated the system and found that console room monitor was not working. The engineer ordered lcd monitor for customer and customer replaced the monitor by themselves. Upon further follow up it was confirmed that system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that machine is not turning on and the screen was blue. No patient harm reported. Philips has started an investigation of the complaint.